Event description:
The customer alleged that an employee received an h2o2 burn from a wrap of a cancelled load. The employee did not wear gloves. The employee's symptom has resolved and he did not seek medical attention or require treatment. The vaporizer plate was in place. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact - capital equipment, evaluated at customer site. The fse tested temperatures and ran a full empty cycle. Cycle passed and there was no indication of liquid peroxide in the chamber. System meets spec. Conclusion - user guide update: based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization. An updated user guidance has been issued.